Event description:
Patient was in the hospital and mistakingly swallowed their hearing aids. The hearing aids were mixed up with where his pills were. The medical staff at the hospital were able to retreive the hearing aids with a suction device after they had been swallowed. There were no complications or harm to the patient during or after this procedure.